Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11. Upon further review and good faith effort communication, it was determined that there was no customer involved in this event. The event occurred on the training unit which is labelled as not for clinical use. Also the event occurred during routine check. There was no patient involvement. Based on this event became not reportable , so please cancel this in your database.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that during service demonstration the cs100 intra-aortic balloon pump (iabp) display is flickering continuously with beeping alarm. There was no patient involvement and no one was harmed onsite.